Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the confida guidewire was inserted through a pigtail catheter and it was noted that the left ventricle was perforated. The physician felt the perforation was due to the wire exchange with the pigtail catheter. Upon further review, the physician thought the high blood pressure and contraction of the ventricle caused the guidewire to perforate the ventricle. The delivery catheter system (dcs) and valve were removed from the patient. The left ventricle was repaired surgically. No additional adverse patient effects were reported.